Event description:
It was reported that during a lap. Sigmoid colectomy, the device was fired, the crunch was not heard and half of the stapleline was not here. Opened the patient to complete the case.